Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The patient was not currently using the pump. The indication for use (IFU) was listed as non-malignant pain and lumbar radiculopathy. The patient medical history includes depression, anxiety, pancreatitis, hyperlipidemia, htn, right sciatic pain, colon polyps, hemorrhoids, ovarian cysts, meniscus tear, uterine cancer 1986. The other medication the patient was taking at the time of event includes amlodipine, buspar, prozac, mobic, naproxen, percocet, potassium, promethazine suppository. It was reported that the body was rejecting the pump. There were no signs of infection at the pump location. No redness, swelling or fever. It was unknown what led to the event. At the time of report the issue was not resolved. The patient status at the time of report was alive -- no injury. The pump was being removed on (B)(6) 2015. The drug information, onset, diagnostics were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient was seen on (B)(6) 2016 for back pain (bilateral low back with sciatica) and suture/staple removal (from (B)(6) 2016 surgery). The plan for the last visit on (B)(6) 2016 was to continue percocet (10-325mg four times daily as needed for 1 month), pump interrogation due to alarm, surgery on (B)(6) 2016, and to return to the clinic in 2 months. The patient was also counseled regarding the importance of smoking cessation, as smoking exacerbated the chronic pain due to vessel constriction and hindering of blood flow to the affected site. The patient experienced moderate improvement in pain and function since her last visit. The physical examination was unremarkable. The staples were removed during the visit. The percocet prescription was refilled (2 months), and the patient was to return to the clinic in 2 months. X-rays of the lumbar and thoracic spine were performed on (B)(6) 2016 (comparison to (B)(6) 2014). The patient had chronic mid to low back pain. There was no recent injury. It was stated there was a malfunctioning intrathecal infusion pump. The patient had a history of lumbar fusion. Review of the lumbar images indicate the l4-l5 posterior fusion hardware was intact and in anatomic alignment. The inter-vertebral disc spaces and body heights were maintained. The probable intrathecal catheter was noted in the interval grossly intact, but evaluation was limited. Review of the thoracic images (no comparison) show the vertebrae appear to be normal in height and alignment with no fracture identified. The soft tissue was unremarkable. The intrathecal catheter terminates approximately at t11. History: the patient medical history includes depression, anxiety, pancreatitis, hyperlipidemia, htn, right sciatic nerve pain, colon polyps, hemorrhoids, ovarian cysts, meniscus tear (right), uterine cancer 1986, chronic back pain, high cholesterol, arthritis (knees and back), numbness and tingling (right leg), history of bladder infections, diarrhea, constipation, history of panic attacks, wears glasses, hearing loss (left), abdominal pain, right arthroscopic knee surgery (2012), foot surgery, varicose vein surgery ((B)(6) 2013), appendectomy (1989), right inguinal hernia repair (2010), hysterectomy (2003). Concomitant drugs: norvasc (5mg tablet once daily), buspar (7.5mg tablet twice daily), colace (100mg capsule twice daily), prozac (10mg capsule once daily), mobic (once daily), naprosyn (375mg tablet twice daily), prilosec (20mg once daily), percocet (10-325 mg tablet every 4 hours as needed for pain), promethgan (25mg suppository every 4 hours as needed), and potassium